Event description:
The backrest's hinge broke. The device was used with the patient at the time the event occurred. The patient was taken out of bed. No injury was sustained. Additionally, as a result of the damage, the inspection confirmed that the backrest damper was broken. The bed was manufactured on 2018. Review of the service records did not show any hinges replacement in the past.

Manufacturer narrative:
Based on the observed damage to the bed, one possible root cause could be lifting the backrest section while it was obstructed by an external object (e.g. A windowsill or other room equipment). However, according to the customer, no such collision occurred. The instructions for use (830.213-en) ¿ deliver crucial information and warnings about proper usage of the equipment, including: ¿when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other obstacles do not restrict its movement¿. "To avoid potential damage or injury, do not leave oxygen bottle or any other obstacles under the bed frame while operated." To sum up, the arjo device failed to meet its specification since bed was damaged. The bed was used by a patient during the event. This complaint was assessed as reportable due to an allegation of backrest hinge failure during use with the patient. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.